Event description:
Endopouch string would not move to cinch up top of pouch in order to remove the specimen pouch. Product had patient contact but no patient harm. The failed product is available for return. A second endopouch had to be opened and used to complete the procedure.